Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having a problem with urinating out of control and therapy was not working for them. This started a couple weeks ago when the patient went to turn therapy off before surgery. They saw their amplitude was at 2.5 when it was supposed to be at 7.0. The patient did not know how the amplitude changed but stated they are now trying to increase it higher than 3.3 but couldn't because it was painful. The therapy was not working and they did not know what to do. The agent reviewed how to change programs and the patient was able to change to a new program and increased stimulation to a comfortable level. The patient said they would maintain stimulation level and would continue to track symptoms. They were redirected to their doctor to discuss symptoms.

Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.